Event description:
Customer reports diminished vaporization at 24,693 joules during prostate treatment. No pt injury was reported. The pt outcome was reported as "okay." The procedure was completed with a second fiber.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The initial report indicated decreased fiber vaporization efficiency, not a reportable issue. The failure analysis disclosed that the fiber cap was attached and intact, however worn, showing evidence of char and devitrification; the cap was also found to be drilled through. Based on the analysis findings, the cap condition would result in forward firing and has been identified as a potential risk and safety issue. The root cause of the device failure was determined to be accelerated cap wear resulting from heat accumulation due to procedural/anatomical factors encountered during the procedure. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may result fiber damage or breakage.